Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) unit during drain 2 of 4. The nurse stated that the home patient (hp) had to go to the bathroom, so she disconnected in the dwell and then she got back to the hc and reconnected when the hc alarmed. They would start over with new supplies. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.